Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 6mm x 150mm smart flex self-expanding stent (ses) delivery system would not deploy and was partially deployed when removed from the patient. The device was removed from the patient and the stent was deployed outside of the patient. There were no reported injuries to the patient. This was during a procedure to treat a superficial femoral artery (sfa) lesion which had mild calcification. The device was stored and prepped per the instructions for use (IFU). The device was held flat and straight outside of the patient. The device was able to be removed easily from the patient and remained in one piece during its removal. A non-sterile ¿smart flex 6x150 bil, 120cm¿ was received for analysis. The unit was thoroughly inspected observing 2 kinks located 25 cm away from the distal end of the hub and 27 cm away from the distal end of the tip. The stent was not returned mounted in the manufacturing position concluding that the received device was already fully deployed. A functional analysis could not be completed to deploy the stent because it was not returned mounted in manufacturing position, nevertheless the mechanism was tested, and it was observed that even though the sds was compromised due to the kinks observed, the device could be activated as intended on the proximal portion. Therefore, during this analysis, it was observed that no device related impediments were concluded to be related to the reported event. A product history record (phr) review of lot 324913 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty - partial deployment¿ could not be confirmed as the conditions of the unit received are aligned with expected results for a successfully deployment mechanism triggering. Therefore, based on the information available for review it is like handling or procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 324913 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 6mm x 150mm smart flex self-expanding stent (ses) delivery system would not deploy and was partially deployed when removed from the patient. There were no reported injuries to the patient. This was during a procedure to treat a superficial femoral artery (sfa) lesion which had mild calcification. The device was stored and prepped per the instructions for use (IFU). The device was held flat and straight outside of the patient. The device was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.